Manufacturer narrative:
E1: patient city: (B)(6), patient country: united states. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infection at the infusion set insertion site. The insertion site was at abdomen. The patient was hospitalized for infection at the site on (B)(6) 2024 and the duration of hospitalization was less than 24 hours. The patient was having symptoms of high blood glucose and abscess at site. The blood glucose level at the time of event was high (specific value unknown). The patient was treated with manual injection and the abscess was drained. No further information available.